Event description:
The jetstream g3 was advanced to treat a 20cm lesion located in a thrombosed graft from the common femoral artery (cfa) to the anterior tibial. After a run time of 19 minutes 45 seconds, the device was removed from the pt for imaging. After several minutes of flushing the catheter, it would not advance back onto the guidewire. It was then noticed that there was a perforation in the arterial graft at the area of the knee. The pt was taken to the operating room and an above the knee amputation was performed.

Manufacturer narrative:
The returned device was evaluated and the cause of the inability to re-load the jetstream g3 onto the guidewire was the presence of teflon in the bushing and damage to the bushings of the device. There was no indication, however, that the inability to re-load the device onto the guidewire caused the perforation. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. Note: graft is not included in the indications for the pathway jetstream g3 catheter.